Event description:
Boston scientific received information that this patient was experiencing signs of pocket erosion. As a result the pocket was opened up for a revision. Once the pocket was open the physician found what appeared to be an infection, so cultures were taken. During this procedure electrocautery caused the device to go into safety mode which only allows right ventricular (rv) lead pacing, sensing and five max energy shocks. Boston scientific technical services (ts) was consulted and the physician elected to leave the device and rv lead active while the patient recovered from the possible infection because the patient is pacer dependent. The following day the patient received three inappropriate shocks for rv oversensing that was attributed to the safety mode rv lead uipolar configuration. The patient also experienced periods of pacing inhibition and asystole lasting greater than two seconds. Lastly, the patient was experiencing muscle stimulation since the safety mode had the outputs higher than normally programmed.

Manufacturer narrative:
The results of the pocket cultures came back negative so a revision was set to be performed. The cardiac resynchronization therapy defibrillator (crt-d) was explanted and a new device was successfully implanted subpectorally. Given the infection was negative, this right ventricular (rv) lead remains implanted and active with the new device. No additional adverse patient effects were reported. This report will be updated if further information is received.